Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is not established. The event can be detected/prevented by following the instructions for use which state: instruction for use states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instruction for use states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited blockage in the water/air channel due to foreign material adhesive and forceps channel is jammed with glue. There was no patient involvement.